Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, there was resistance on the positioner arm while grasping center a2p2 (anterior and posterior segment 2). As the arm positioner was tightened, the clip gradually tightened and reached the target grasping angle, but due to the arm positioner resistance, the operator was concerned about the risk of valve damage. The mitraclip was able to be implanted successfully without any problems. The final mr was grade <1. An additional procedure was required to close the atrial septal defect (asd) caused by the steerable guide catheter. There were no clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, as it was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
To improve the hemodynamics, an additional procedure was required to close the atrial septal defect (asd) caused by the steerable guide catheter.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation and hypotension were unable to be determined. The reported patient effects of perforation and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.